Manufacturer narrative:
The investigation for the reported insertion site infection has been completed. There was no device returned for evaluation. Additionally, without additional clinical details, there is insufficient evidence to indicate that the infection was in relation to the impella. Therefore, the root cause of the infection could not be determined. The instructions for use states that "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 52yo male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that there was an infection at the implant site. The patient was treated with antibiotics and remained on support. There was no patient harm reported.